Event description:
Plasmablade was used to free up an ICD lead. The doctor commented after a few moments of use that the plasmablade had damaged the insulation on a portion of the lead. The plasma blade was also used on the atrial lead in the same way with no damage to the lead. Due to the damage to the lead a new lead was implanted. No patient symptoms/injuries related to this event.

Manufacturer narrative:
(B)(4). Eval results: product not being returned; therefore, no evaluation to be completed. Product. (B)(4).